Event description:
It was that during explant procedure of dependent patient, the pulse generator exhibited loss of output after suspected electrocautery interaction. The patient was given cardiopulmonary resuscitation and medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.